Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. The products returned for evaluation were one 18 g introducer needle and one 0.035 in. ¿j¿-tip guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during a catheter placement procedure, the guidewire could not be advanced into the introducer needle. The tip of the guidewire was found to be damaged. There was no reported patient injury. Additional information was received 08 august 2023: it was reported that during a catheter placement procedure, the guidewire could not be advanced into the introducer needle. It was further reported that the guidewire and the introducer needle were removed as one unit. Reportedly, there was no stuck upon removing and the tip of the guidewire was j shaped before inserting. 12/21/2023 - the guidewire returned for investigation exhibited a break.